Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose level increased to approximately 400 mg/dl after an unspecified duration of pod wear, after which the patient began feeling unwell and was hospitalized. No additional details were provided regarding symptoms, duration of hospitalization, diagnosis, or treatment provided during admission, despite multiple good-faith efforts to obtain further information.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.